Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for multiple samples. The following example results were provided: (customer provided critical result range of <1 and >4.3 mg/dl) initial result = 7 mg/dl, repeat result on another analyzer = 1 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for multiple samples. The following example results were provided: (customer provided critical result range of <1 and >4.3 mg/dl). Initial result = 7 mg/dl, repeat result on another analyzer = 1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the alinity c processing module and multiple troubleshooting procedures were performed. Service determined the worn alnty c reagent probe and leaking tubing, peristaltic head (rohs) were the likely cause of the issue and replaced the parts. The part replacement resolved the issue and no additional result issues have been reported since part replacement. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the alnty c reagent probe and tubing, peristaltic head (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances, or potential non-conformances for the parts associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.